Manufacturer narrative:
The pump was received with unresponsive buttons due to a problem isolated to the keypad assembly. Unable to perform the displacement test due to the unresponsive buttons. The pump was received with the keypad connector properly connected. No damage or moisture damage on the keypad assembly was noted. The pump failed the leak test. The pump leaked at a crack in front of the case. The pump was received with keypad overlay texture damage and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of button error from the insulin pump. The customer's blood glucose reading was 5 mmol/l. The customer stated that all the buttons on the pump are completely unresponsive. The customer will return the pump for analysis.